Event description:
Four incidents reported that patients experienced skin breakdown (pressure injury to cheek and lip) associated with the use of the anchor fast oral endotracheal tube fastener. During assessments, patients were found with pressure injury under the holster and on pt's lip.